Manufacturer narrative:
Per the clinic, the patient experience recurrent infections and pain at the implant site. Subsequently on (B)(6) 2015, an incision was made and the site was drained. The patient was prescribed topical and oral antibiotics. On (B)(6) 2015, the skin at the abutment site was debrided and serous fluid was drained. On (B)(6) 2015, the excess skin was excised and topical antibiotics were continued. On (B)(6) 2015, the patient was prescribed another course of oral antibiotics due to continued skin issues. On an unreported date, addition excess tissue was excised. The implanted device remains. This report is filed (B)(4) 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced an infection as well as pain and drainage from the implant site. Subsequently, the patient was prescribed oral antibiotics (date not reported). The implanted device remains.